Event description:
It was reported that, loss of capture, loss of sensing, and decreased pacing impedance were observed on the right atrial (ra) lead. X- ray imaging was performed and the ra lead was found dislodged. The ra lead was explanted and replaced to resolve this event. The patient was stable.